Manufacturer narrative:
(B)(4). Device evaluation: the report that the catheter was broken between the plastic cap and the tubing was confirmed. The customer returned one tubing/stopcock assembly and one used, 3-lumen, 7 fr x 16 cm catheter with the brown luer hub detached from the distal extension line. The catheter was microscopically examined. The distal extension line had a jagged edge and a piece of the extension line extrusion was observed inside the separated luer hub. A manual tug test determined that the medial and proximal luer hubs were firmly attached to the extension lines. The outside diameter of the distal extension line was measured at 2.14 mm. The inside diameter measured 1.45 mm (.057") using pin gages. Extrusion drawing specifies the od at 2.13/2.21 mm and the ID at 1.42/1.50 mm, both the outside and inside diameters were within specifications. A device history record review was performed and did not reveal any manufacturing related issues. Based on the appearance of the extension lines and hub, it was determined that the luer hub separation was the result of excessive force placed on the extension line causing it to tear. Therefore, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the catheter was found broken in the bed of the patient." There were no clinical consequences. The catheter was replaced.